Manufacturer narrative:
One 4.75mm healicoil regenesorb sa anchor system was returned for evaluation. Visual assessment of the device confirmed the complaint of breakage. Numerous threads of the anchor have been broken off and were not returned for examination. The inserter tines are bent. The inserter and anchor are soiled with human matter indicating it was attempted to be used. Due to this observation the reported complaint of breakage when removed from the packaging cannot be confirmed. All indications point to the device being used and subjected to excessive force during use. An exact root cause cannot be determined with confidence. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a rotator cuff repair procedure, when the package was opened the anchor was found broken. The procedure was completed with a back-up device. Delay or patient injuries were not reported. Later, results of investigation concluded that the inserter and anchor were soiled with human matter indicating that the device was attempted to be used and the breakage was confirmed.